Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they a low blood glucose level of 45 mg/dl. They treated with food. Their current blood glucose level was 127 mg/dl. The customer was sweating and shaking. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. No malfunction was noted. The device will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, stained end cap sticker, stained address/serial number label and broken reservoir tube lip.